Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system emitted beep tones due to low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. It was noted all other measurements were within normal limits. The physician will continue to monitor. This crt-d system remains in service. No adverse patient effects were reported.